Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site. Consequently, surgical intervention was taken and the patient's scs ipg was replaced and the pocket site was revised.